Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 00:25:39. During night drain cycle seven, the patient's ultrafiltration reading was 1066ml, indicating the home patient (hp) drained 1066ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be a false empty detect and use error of inappropriately bypassing the caution: negative uf alarm. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass caution: negative uf alarm on pages 15-54 to 15-56. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.